Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2011-05306. Reference MFR. Report#: 1627487-2011-05308. The patient received her scs system (for cervical lead placement) on (B)(6) 2005 including 1 ipg, 1 percutaneous lead, and 1 lead extension. It was reported that the patient's entire (cervical) scs system was explanted because she was not receiving adequate pain relief. The explanting facility will not be returning the explanted devices to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.